Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 tubes had caps come off after collection when removing tube from holder. A non-bd holder was used. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received four samples for investigation. These returned samples were inspected for damage, revealing no visible defects. A functional test was performed on these samples, and all tubes were found to be within specification limits with the stopper function operating correctly. Additionally, 100 retained samples were inspected and also showed no visible defects. A functional test was conducted on 10 of these retained samples, confirming that all tubes were within specification limits and the stopper function was without issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 tubes had caps come off after collection when removing tube from holder. A non-bd holder was used. Samples were recollected. There was no other health impact or consequences reported.